Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. A 4.0mm x 220mm x 150cm coyote es balloon was advanced for dilatation. During the procedure, the device was stuck at the lesion and the catheter shaft got separated inside the patient. The fragment was held in placed and pulled out, and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
H6 device codes updated from break (a0401) to material rupture (a0412)

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. A 4.0mm x 220mm x 150cm coyote es balloon was advanced for dilatation. During the procedure, the device was stuck at the lesion and the catheter shaft got separated inside the patient. The fragment was held in placed and pulled out, and the procedure was completed with a different device. No patient complications nor injuries were reported. It was further reported that the 4.0mm x 220mm x 150cm coyote es balloon catheter was ruptured at the central part during first inflation at 10 atmospheres and not separated as previously reported. The target lesion was located in the superficial femoral artery.